Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
As reported: "I was informed of this male patient whose mets distal femur assembly has disconnected between the femoral knee component and the principal shaft."

Manufacturer narrative:
Reported event: an event regarding disassociation between the femoral component and shaft involving a mets distal femur was reported. The event was confirmed by x ray review. Method and results product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was for a mets distal femoral replacement and the date of insertion was unknown. The surgeon reported that the implant has disconnected between the femoral knee component and principal shaft. The image provided together with video clip clearly showed that the principal shaft has disengaged with the femoral component. Therefore, the radiographic review can confirm the reason for revision. Product history review: not performed as no catalogue/batch numbers were provided. Complaint history review: not performed as no catalogue/batch numbers were provided. The exact cause of the event could not be determined because further information such as catalogue and batch numbers and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened.

Event description:
As reported: "I was informed of this male patient whose mets distal femur assembly has disconnected between the femoral knee component and the principal shaft."